Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, g UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 12 days after placement, when changing the diaper, it was confirmed that the urine was leaking from around the urethra. The nurse tried to check the filled fixed water in the foley catheter balloon, they tried to remove the catheter, they could not pull anything at all. When they tried to pull the catheter, the catheter came out smoothly. There was no sterile water in the balloon that should had been filled. For this reason, in order to check the defective product as a medical safety measure, the defective product was refilled with sterile water and left on the desk. After a week, the balloon had not been drained of water at all, so the product was discarded as it was. Per follow up information received via ibc on 10oct2024, stated that the nurse tried to check the filled fixed water in the foley catheter balloon, they tried to remove the catheter, they could not pull anything at all. When they tried to pull the catheter, the catheter came out smoothly.

Event description:
It was reported that 12 days after placement, when changing the diaper, it was confirmed that the urine was leaking from around the urethra. The nurse tried to check the filled fixed water in the foley catheter balloon, they tried to remove the catheter, they could not pull anything at all. When they tried to pull the catheter, the catheter came out smoothly. There was no sterile water in the balloon that should had been filled. For this reason, in order to check the defective product as a medical safety measure, the defective product was refilled with sterile water and left on the desk. After a week, the balloon had not been drained of water at all, so the product was discarded as it was. Per follow up information received via ibc on 10oct2024, stated that the nurse tried to check the filled fixed water in the foley catheter balloon, they tried to remove the catheter, they could not pull anything at all. When they tried to pull the catheter, the catheter came out smoothly.

Manufacturer narrative:
The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. Four photos were received for evaluation the first photo shows a top view of one 3-way foley catheter and syringe. The second photo zooms into the deflated balloon and tip. The next two photos show the catheter's cap (lot nghw1725) and tray's label (lot myjq4024). Received 1 all silicone foley catheter with syringe. Inflated the catheter with 10 ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) using the returned syringe and it inflated properly. The catheter rested with no leaks and the balloon concentricity was 60:40. The returned syringe was connected, and it was able to passively deflate the balloon in under 5 minutes: 48 seconds with no issues or cuffing. The reported event was not confirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 12 days after placement, when changing the diaper, it was confirmed that the urine was leaking from around the urethra. The nurse tried to check the filled fixed water in the foley catheter balloon, they tried to remove the catheter, they could not pull anything at all. When they tried to pull the catheter, the catheter came out smoothly. There was no sterile water in the balloon that should had been filled. For this reason, in order to check the defective product as a medical safety measure, the defective product was refilled with sterile water and left on the desk. After a week, the balloon had not been drained of water at all, so the product was discarded as it was. Per follow up information received via ibc on 10oct2024, stated that the nurse tried to check the filled fixed water in the foley catheter balloon, they tried to remove the catheter, they could not pull anything at all. When they tried to pull the catheter, the catheter came out smoothly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.